Event description:
A physician reported that following an intraocular lens (iol) implant procedure, surgeon observed a scratch, which looks like full thickness circumferential damage on the iol post operatively. Scratch looks like the curved end of the plunger. Additional information has been received and stated that patient had a full thickness tear in her lens at the approx. 3 mm from center of the iol fortunately no visual symptoms.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).